Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a bone marrow aspirate concentrate (bmac) procedure the centrifuge was not able to transfer all of the blood. The surgeon provided the following description of all the steps performs: 1. Upon physician's approval, we flushed the relevant instruments with saline and heparin 500 u/ml. 2. We added 4 ml of acd-a to the 30 ml syringe and withdraw blood from the iliac crest. 3. The blood from the first syringe began to clot instantly, despite the fact that we had 4 ml of acd-a. 4. We transferred the blood through the filter and repeated this step again, having a total of +40 ml of blood. 5. I transferred the blood to the angel system and pressed start to begin the cycle. 6. After about 15 ml of blood were sucked into the disc, the centrifuge tried with no luck to suck the rest of the blood. 7 after trying to fix it by checking if the kit sits properly in the system and adding 2 ml of acd-a, I decided to replace the kit. 8. I tried to remove the disc counterclockwise but it was stuck. 9. With the use of a small hammer I was able to remove the disc and installed new kit. 10. I restarted the process but again got error message after 10 cc. Per complaint reporter the procedure couldn`t be completed. It was not necessary to switch the technique or do a second procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. No problem found with complaint allegation. The most likely cause for the light sensor issue encounter is user error due to mishandling the device. One unpackaged, abs-10066r, refurbished angel¿, serial/batch number (B)(6), was received for evaluation. Visual inspection revealed significant signs of wear on the exterior of the device. Including a large crack. This is likely related to the light sensor failure. Functional testing was performed with 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The complaint does not describe any errors for the system in question, sn (B)(6). The unit was power cycled to try and clear the light sensor calibration failure. Ultimately, the plastic manifold was lifted before pressing start to nullify the alarm. Additionally, the device had notable damage that resulted in audible vibrations during centrifugation. The device ran as expected. No other errors were found. The device reported outputs of 35ml platelet-poor plasma (ppp), 21ml rbc, and 5ml prp. The prp volume within the syringe was recorded as 4.5ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (see table 1 on attached memo). Please note that the prp had expected cellular foldx concentrations.